Event description:
It was reported that the patient experienced spots in their vision after the unspecified bd¿ 1ml luer lock syringe was used to inject pegcetacoplan during the intravitreal treatment. No further information on the patient's condition/medical intervention was reported. The following information was provided by the initial reporter: "verbatim: why is older woman seeing spots after intravitreal treatment? ...the injection of pegcetacoplan had been prepared and administered by an ophthalmologist experienced in ivi. The injection was administered "using a 1-ml luer lock syringe [becton dickinson] attached to a 5-m filter needle to withdraw the drug from its vial, maintaining the filter needle within the vial while inverting the syringe, and moving the plunger down and up to remove gas bubbles before injection," the clinicians noted...a 2017 study comparing various syringes used in ivi showed that sods appeared at the end of injections with fixed-needle insulin syringes when the plunger was completely depressed. However, this effect did not occur when treatment was delivered using detachable needle syringes that contained dead space at the syringe tip, or with silicone-free syringes."

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Please note that intraocular application is not within the intended use of material 309628. Per labeling, bd does not validate material 309628 for intraocular use. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the patient experienced spots in their vision after the unspecified bd¿ 1ml luer lock syringe was used to inject pegcetacoplan during the intravitreal treatment. No further information on the patient's condition / medical intervention was reported. The following information was provided by the initial reporter: why is older woman seeing spots after intravitreal treatment? The injection of pegcetacoplan had been prepared and administered by an ophthalmologist experienced in ivi. The injection was administered "using a 1-ml luer lock syringe [becton dickinson] attached to a 5-m filter needle to withdraw the drug from its vial, maintaining the filter needle within the vial while inverting the syringe, and moving the plunger down and up to remove gas bubbles before injection," the clinicians noted. A 2017 study comparing various syringes used in ivi showed that sods appeared at the end of injections with fixed-needle insulin syringes when the plunger was completely depressed. However, this effect did not occur when treatment was delivered using detachable needle syringes that contained dead space at the syringe tip, or with silicone-free syringes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.